Event description:
Covidien received info, that during patient use, an 840 ventilator went inoperable. The patient was taken off the ventilator and switched to a second ventilator. There was no harm or patient injury reported.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with customer over the phone. The customer was advised to perform ground isolation check and if required, replace the graphic user interface (gui) central processing unit (cpu). The covidien customer support engineer (cse) then inspected the device and verified the reported malfunction. The cse replaced the gui to breath delivery (bd) cable and bdu printed circuit board assembly (pcba), which resolved the reported malfunction. The device passed extended self-tests.